Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported it was not possible to introduce the dilator of the angio-seal vip system over the wire. They used a new angio-seal device. The intervention could be completed with the new system and hemostasis achieved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr angio-seal vip header bag was received evaluation. The header bag contained the 0.035" guidewire, the hemostatic sheath and arteriotomy locator. The temperature sensor on the header bag was triggered. The returned components were subjected to visual analysis. The arteriotomy locator was received inserted into the hemostatic sheath. There were no gross anomalies noted with the hemostatic sheath. At the distal tip of the arteriotomy locator, there was a slight deformation to the distal tip. Dimensions of the distal tip were then taken, the inner diameter measured to be 0.033" which is outside of manufacturer specifications. The aforementioned print specifications are applicable to pre-sterile, pre-use conditions. As the device was used this does not reflect any damage that may have been sustained to the device. The tip damage that was observed could be replicated by tapping the arteriotomy locator tip on a hard surface. For functional testing, the guidewire was inserted into the proximal end of the locator and passed with easy until the guidewire reached the distal tip. There was some resistance felt but the guidewire was able to overcome the resistance with additional force. The damage prevented the guidewire from being able to be inserted distally. However, there was no issue inserting the guidewire proximally. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.